Event description:
The customer observed biased acet abd sali results for quality control fluids. Biased results of this magnitude and direction may result in inappropriate physician action. There was no pt harm as a result of this event.